Event description:
The user facility reported a 43-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported that there is a slight leak from the red port on the impella cp. The purge flows and pressure will be monitored. It was further reported that the patient experienced ischemia post repo sheath placement and external fem fem bypass was done. Additionally, the groin had a small hematoma, but groin was swollen prior to pump insertion so it is hard to determine if it is due to the procedure. Hematoma is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/pos, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the purge leak-pump and the limb ischemia has been completed. Product not returned for review. The cause of the access site bleeding minor was not determined since product was not returned and lack of clinical details. The cause of the purge leak pump was not determined since product was not returned and lack of clinical details. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: added d6a/d6b. F6/f8 should have been left blank.